Event description:
During a programming session, communication issues between the implant and the external equipment were observed. An attempt to upgrade the firmware was unsuccessful. The pt was able to be reprogrammed and is receiving adequate therapy from the system.

Manufacturer narrative:
The system will not be explanted. This is the final report.